Event description:
Per the info provided to co by the physician's office, the device was removed due to "failure". As reported to co, the entire device was removed and replaced with another 3-piece inflatable penile prosthesis. Add'l serial #: 012181. Add'l lot #: 012195.

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 5/29/87 and removed on 1/29/97 because it was "not working properly." A pump, two cylinders, reservoir, and rear tip extenders were returned for evaluation. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been received. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed a separation/leakage site in outlet #2's exiting tubing. This is the only site of leakage. Examination of the surfaces of the separation reveals markings characteristics of stress(es) induced rending and abrasion. Abrasion is observed surrounding this site. Within the abrasion and proximal to the strain relief, a crease mark is noted. Additionally a crease mark is noted distally, adjacent to the separation. Further examination revealed areas of abrasion on each of the pump's outlet tubes as well as the inlet, and on each of the cylinder's exiting tubing. The pattern of the noted abrasion indicates that these tubings were overlapped and/or twisted. Based on the limited info received and qa's examination, qa concluded that while in-vivo the outlets and the inlet tubings were overlapped, and/or twisted, and abrading against one another. Additionally the non-serialized outlet's tubing was partially kinked. Qa further concluded that this positioning in combination with device usage over time contributed to sufficient stress(es) to rend the tubing at the noted site. This rent would allow the loss of fluid and render the device inoperable. This occurrence is most likely the cause of the "device not working properly."